Event description:
Previous shift went to use catheter and had difficulty. Fluid was noted around insertion site, under the transparent dressing. The dressing was removed, and it was noted that the catheter was broken. The catheter was completely removed from the pt, and the pt suffered no adverse consequence.